Event description:
A surgeon reports that during intraocular lens (iol) surgery, it was noticed that a haptic was missing. While removing the iol and inserting another, the incision was enlarged. Additional info has been requested.